Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user alleged that the bar that lifts the head broke. She stated the bar that goes to the bottom of the bed is touching the ground as well. MDR filed.